Manufacturer narrative:
Initial report ref. To natus complaint (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c -drain failure, transducer detaches.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint #(B)(4). Sterile date: 01 jul 2024. Device history record review: unit has passed all tests with acceptable results. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: no signs of breakage or cracking were observed on the system stopcock's female luer. Complaint drain was compared to a new eds 3 system, no deformations were noticed on the thread of the stopcock luer. Stopcock was placed under a high-resolution microscope camera, scuff marks around the thread and a small abrasion at the edge of the thread were identified. Failure mode, detachment of the external transducer from the eds 3 system could not be replicated. Stripping of the threads could only be replicated by over torquing the external transducer by rotating the transducer body clockwise. However, external transducer remained secure and tight on eds 3 system, no signs of loosening. Could not replicate failure mode with any transducers by using the spin mechanism at the male luer. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Capa005781 issued for the increase in complaint rates for the eds product line in q1-2025. Failure mode: could not be replicated.

Event description:
Nt821731c drain failure, transducer detaches.